Manufacturer narrative:
Investigation summary: the event unit was returned for investigation. Upon visual inspection, engineering observed eschar buildup in the blade channel. Additionally, the device cord that connects the handpiece to the voyant electrosurgical generator was cut. Upon initial testing, engineering was unable to fully extend the blade into the blade channel. The blade became stuck in a half actuated position. They manually reset the blade lever as specified in the voyant instructions for use (IFU), removed the eschar from the blade channel and confirmed that the blade functioned as intended. As such, engineering determined that eschar buildup in the blade channel prohibited the blade from fully extending into the jaws, which resulted in a stuck handle and the inability to actuate the blade lever. The root cause of a stuck blade lever and stuck handle is due to eschar buildup in the blade channel of the device. The IFU warns the user that "buildup of eschar can negatively affect sealing and cutting performance" and to "use a gauze pad soaked with sterile water or saline to remove eschar." Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary. Additional information was requested and received.

Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Pelvectomy- "blade stuck." Additional information received from cd team on 30 jan 2017: after roughly 60 activations, when clamping on mesenteric tissue the handle got stuck and the blade lever was stuck in the inward position. I instructed the surgeon to push the blade lever forward in order to unblock the blade/handle. After he tried this he managed to successfully open the handle. No patient harm occurred. After this - and outside the patient; not clamping on tissue - the surgeon closed the handle and ran the blade which made it get stuck again. After pushing the blade lever forward the surgeon managed to again open the handle but requested a new device. The scrub nurse cleaned the jaws of the device 3 times during surgery. The jaws were a bit dirty when the incident occurred. Even though the nurse was instructed to not rinse the jaws during decontamination of the device, the device's jaws came back from decontamination completely clean. Patient status: no patient injury.